Event description:
It was reported that the 2800 system was unable to fluoro and the cine runs will not play. There was also a problem noted with table movement. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive and reloaded system nodes. During this investigation a problem was reported with the table movement. The table had stopped moving. Adjustment made to gear that contacts the feedback pot. The system was tested and found to be working as intended and placed back into service.